Event description:
It was reported that the customer had low blood glucose levels of 2.8mmol/l. Customer also reported calibration errors and sensor errors. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of several enlite sensors showed that they were functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.